Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 cgm displayed inaccurate values. Patient claimed that cgm measured lower than the finger stick values. No medical intervention was required.